Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 the cover was broken, instrument was not sending data. The following information was provided by the initial reporter. The customer stated: "instrument not sending data to the host. Broken tube cover."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary: nstrument sedi 40 (B)(6) was returned to the manufacturer for service with respect to the reported defects ¿ data not sending to host and broken tube cover. The instrument was evaluated by visual examination and functional testing and it was found that the data transfer setting was set to transfer by request. The setting was switched to auto so the results are now automatically sent to the host as soon as the measurement has been finished. The damaged tube cover was replaced and a new mirror sticker was applied for the lid sensor. After repair the instrument passed all further quality checks. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd sedi-40 the cover was broken, instrument was not sending data. The following information was provided by the initial reporter. The customer stated: "instrument not sending data to the host. Broken tube cover."